Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) stored three episodes of noise. The noise was oversensed, resulting in pacing inhibition of up to three beats. Myopotentials or a possible lead issue were suspected causes for the noise. The patient had undergone an av node ablation procedure shortly after implantation. Lead impedance and threshold measurements were within normal range. It was also reported that one episode showed misaligned markers, which was probably from the patient's recurrent atrial flutter issue. There were no patient symptoms reported with this clinical observation.